Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 17 false positive results on the alinity m resp-4-plex assay. Three samples processed on (B)(6) 2022 were positive for rsv. The customer questioned the curve shape. Two samples processed on (B)(6) 2022 were positive for all targets (rsv, sars-cov-2, flu a, and flu b). The samples had abnormal curves. Eight samples processed on (B)(6) and (B)(6) 2022 were positive for flu b. Four samples processed on (B)(6) and (B)(6) 2022 were positive for rsv. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in norway using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on theissue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406 3005248192-2021-00367 follow up report 1 3005248192-2021-00313 follow up report 1 3005248192-2021-00361 follow up report 1 3005248192-2021-00402 follow up report 1 3005248192-2022-00077 3005248192-2021-00152 follow up report 1 3005248192-2021-00126 follow up report 1 3005248192-2021-00381 follow up report 1 3005248192-2021-00454 follow up report 1 3005248192-2021-00370 follow up report 1 3005248192-2022-00212 follow up report 1 3005248192-2021-00343 follow up report 2 3005248192-2022-00142 follow up report 2 3005248192-2021-00375 follow up report 1 3005248192-2021-00479 follow up report 1 3005248192-2021-00480 follow up report 1 3005248192-2021-00481 follow up report 1 3005248192-2021-00507 follow up report 1 3005248192-2021-00502 follow up report 1 3005248192-2022-00456 follow up report 1.